Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the impactor pad has fractured and all the pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical procedure the physician used the item and it fractured.